Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that rituximab was prepared using protector p120j. After the preparation was completed, when the drug was diluted into an infusion bag, customer noticed that debris such as coring was mixed in, so customer had to open a new bottle of the drug and redo the preparation.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one injector and protector along with the infusion bag with the spike connector attached, were provided to our quality team for investigation. Through visual inspection of the injector and protector, no damage or other issues were observed with the product. During our evaluation, a grey particle was observed inside the infusion bag. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the infusion bag. A device history review was performed for protector lot 2401127 and injector lot 2312003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. As the lot of the spike connector is unknown, a device history review could not be performed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. The returned product underwent the same evaluations and was verified to be within required specification. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Based on the available we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
No additional information.